Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Additional information was received indicating that this device was used as an external temporary pacer that was connected to a temporary lead. There were no additional adverse patient effects reported. The product was explanted.

Event description:
Additional information received indicating that the device was returned. No additional adverse patient effects were reported.